Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. A replacement device will be provided to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would turn off after shocking the patient and needed to be turned back on. In this state the device may not be able to deliver defibrillation therapy if needed. The customer reported that the patient expired. They reported that there was some delay before the paramedic noticed the monitor screen was black. The customer alleged that there could have been a change of rhythm that could have been missed while the monitor was shut down.

Event description:
The customer contacted physio-control to report that their device would turn off after shocking the patient and needed to be turned back on. In this state the device may not be able to deliver defibrillation therapy if needed. The customer reported that the patient expired. They reported that there was some delay before the paramedic noticed the monitor screen was black. The customer alleged that there could have been a change of rhythm that could have been missed while the monitor was shut down.

Manufacturer narrative:
A clinical review was completed and determined that, "device use may have contributed" to the reported issue. It stated, "defibrillation needed (by ECG evidence or report of 2nd responders) but provision of defibrillation delayed greater than 30 seconds. The device powered off at 11:18:44 and when powered back on at 11:21:24 the patient was in a shockable rhythm with ventricular fibrillation on the monitor."

Event description:
The customer contacted physio-control to report that their device would turn off after shocking the patient and needed to be turned back on. In this state the device may not be able to deliver defibrillation therapy if needed. The customer reported that the patient expired. They reported that there was some delay before the paramedic noticed the monitor screen was black. The customer alleged that there could have been a change of rhythm that could have been missed while the monitor was shut down.

Manufacturer narrative:
The electronic device records were reviewed and the reported issue was confirmed. It was determined that the power board and battery wire harness need to be replaced. However, because the device is eleven years old, stryker no longer provides the required replacement parts. The customer was notified that the device is outside the service life and the device should be replaced.